Manufacturer narrative:
This report is filed on november 08, 2016. (B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the patient underwent revision surgery on (B)(6) 2016, to remove an internal magnet.